Event description:
The below report was received by health authority ansm (reference number:(B)(4). On (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. An unknown time later she experienced headache (seriousness criterion medically important), asthma ("asthma"), paraesthesia ("paraesthesia of the 4 limbs"), muscular weakness ("muscle weakness"), dyspepsia ("digestive disorder") and asthenia ("asthenia"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to headache, asthma, paraesthesia, muscular weakness, dyspepsia or asthenia. The reporter commented: 11 years after the insertion of essure, I finally realize that my symptoms are related to this implant, after an extensive research: magnetic resonance imaging (MRI), electromyography (emg), bone scan, neurologist, internal medicine specialists and the list goes on. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-apr-2023. The most recent information was received on 10-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. An unknown time later she experienced headache (seriousness criterion medically important), asthma ("asthma"), paraesthesia ("paraesthesia of the 4 limbs"), muscular weakness ("muscle weakness"), dyspepsia ("digestive disorder") and asthenia ("asthenia"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to headache, asthma, paraesthesia, muscular weakness, dyspepsia or asthenia. The reporter commented: 11 years after the insertion of essure, I finally realize that my symptoms are related to this implant, after an extensive research: magnetic resonance imaging (MRI), electromyography (emg), bone scan, neurologist, internal medicine specialists and the list goes on. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-may-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.